Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that the device really has never worked for them so they just turned it off and haven't used it. Pt states it's been in probably about 6 months since they've charged the implant. Patient states they have an MRI tomorrow and are trying to turn it back on so they can put it into MRI mode, but they're not able to connect. Pt initially was seeing ensure communicator is powered on and in range screen but confirmed communicator was plugged into a power source. After unplugging, this resolved issue but then pt was seeing device is not responding. Patient services walked patient through trying to reposition communicator but that didn't resolve issue. Agent recommended pt charge up implant which may resolve the issue. Patient mentioned feeling comfortable doing this on their own and will continue to work on charging implant. Patient called back and said that they can't get their recharger connected to ins. Patient said they have had two back surgeries(unrelated) and are concerned ins may have "moved around". Patient said they can't feel ins if they palpate that area. Patient was able to connect to ins and begin recharging. Patient will continue charging ins.

Event description:
Additional information was received from the patient. The patient called back from registered phone number and repeated information regarding therapy not working for them, so they ended up turning the therapy off about a year ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back from registered phone number and repeated information regarding therapy not working for them, so they ended up turning the therapy off about a year ago. 2024-09-10 patltr (con): additional information was received from the patient. They reported that they notified their hcp of the issue on (B)(6) 2024. They also spoke to a manufacture representative on (B)(6) 2024. The therapy is not working and the patient is going to have it removed. Explant date has not been determined yet. Cause of never achieving therapeutic benefit was not determined.